Event description:
It was reported that during a percutaneous transluminal angioplasty, a balloon rupture occurred. The 99% stenosed lesion was located in the moderately tortuous iliac artery. The physician successfully implanted an unspecified express ld stent in the lesion and attempted to use the sterling over-the-wire balloon catheter to post-dilate the express ld stent, however, the sterling was inflated one time to 10 atms and ruptured. The physician used an 8.0 x 20mm sterling balloon catheter to successfully complete the procedure. No pt complications were reported and the pt's status was noted as "good".

Manufacturer narrative:
Eighteen years or older. (B)(4).